Event description:
It was reported that during a navigation procedure at the user facility a screw sheared off during a case. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during a navigation procedure at the user facility a screw sheared off during a case. No patient involvement or procedural delays were reported with this event.